Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump passed the self test and the displacement test. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the up, down and menu buttons of insulin pump were unresponsive during bolus. The customer¿s blood glucose level was 165 mg/dl at the time of incident. Customer stated that the numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that using the up arrow and down arrow allow them to navigate screens. Customer stated block mode was inactive. Customer stated that the buttons were not responding, however button responds but after a few tries. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.